Event description:
Boston scientific received info that this right atrial (ra) lead dislodged, noted when the pt presented to the emergency room with symptoms of trembling and feeling poorly. The lead was successfully repositioned. It was suspected that the pt symptoms were due to loss atrio ventricular (av) synchrony. No add'l adverse pt effects were reported. All available info indicates that this product remains in service. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.